Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, to treat tricuspid regurgitation (mr) with a grade of 4. The patient anatomy included a history of congenital disposition of the great vessels and it was reported that the tricuspid valve was in the mitral valve side (left ventricle). The leaflets were reported to be thin. Two clips were implanted on the anterior and septal leaflets and the tr was reduced from grade 4 to grade 1. On (B)(6) 2020, it was noted that a single leaflet device attachment (slda) had occurred, with the second implanted clip detaching from the septal leaflet. The tr had increased to grade 4. On (B)(6) 2020, the patient underwent a second mitraclip procedure, with implantation of a third clip, reducing the tr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Per the mitraclip g4 system indication for use (IFU), the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The device was used for a tricuspid valve procedure and is considered off-label use of the device. There is no indication that the off-label use of the mitraclip device influenced the reported events the reported single leaflet device attachment (slda) was due to preexisting patient anatomy (thin leaflets). The reported recurrent tricuspid regurgitation (tr) was a result of the reported slda. Based on the information reviewed, the reported off label use was due to the user performing the mitraclip procedure on the tricuspid valve. There is no indication of product quality issue with respect to manufacture, design or labeling.